Manufacturer narrative:
Evaluation summary to support. The implants were not returned for examination and therefore omni could not confirm the lot numbers of the product reported. Based on the information provided, a review of manufacturing and sterilization records was performed. There was no evidence in the files that showed a correlation that would likely result in an infection. All batch records, sterilization and sterility results were reviewed. There were no defects or deviations reported. More than ten months had transpired since the date of implantation and there was no indication from the surgeon that the infection was related to the implants.

Event description:
Sales representative reported that a knee revision surgery due to an infected knee. The surgeon removed all omi knee components. There were no new components implanted during the revision surgery. The original surgery was on (B)(6) 2012 and the revision surgery was on (B)(6) 2013.